Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2015 at an unspecified time in the afternoon when the patient found that the meter would not power on. The patient stated that she manages her diabetes using a combination of diabetes medications (specifically vitamin d12, atorvastatin and gabapentin - dose unknown) and it is unknown if the patient made any changes to his usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of sweating and shaking approximately 30 minutes to 1 hour after the reported issue began, and reportedly self-treated by consuming additional food/drink on (B)(6) 2015 at approximately 6pm in response to the reported issue. At the time of troubleshooting, the csr noted that the correct test strips were being used, it was the first use of the product and there was no misuse. The csr determined that the meter battery did not require to be replaced. The csr was unable to resolve the issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and he subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.